Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of the insertion tubed peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope¿ as below. [Inspection of the endoscope] 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Adhesive on bending section cover was chipped. Due to a pinhole on bending section cover, water tightness was lost. Image guide protector had a cut. Venting connector under grip was shaved and deformed. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the adhesive at the distal end tip of the fiberscope was peeled off. It was unknown when the issue occurred. The intended procedure was bronchoscopy. The procedure was completed with a similar device. The issue had no adverse effects on the procedure or patient. The frequency of device usage was five times per week. Pre-use inspection was performed. The cleaning disinfection and sterilization (cds) process followed by the site was reported as end cleanse. The device was returned, and an evaluation revealed, the coating of the image guide (ig) coil was peeled off (more than one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.